Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Patient code (B)(4) applies to the catheter. Device code (B)(4) applies to the catheter. Eval code-conclusion code applies to the catheter.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving fentanyl 150 0mcg/ml for a total dose of 350mcg/day and bupivacaine 20mg/ml for a total dose of 4.65mg/day via an implantable pump for malignant pain. It was reported patient had symptom return. The was no known factors that may have caused, contributed, or led to the issue. It was noted that an abdominal x-ray determined that the catheter had migrated. It was noted that a revision of the spinal segment of the catheter was completed. It was noted that the spinal segment of the removed catheter was discarded by the account. It was noted that the issue was resolved and the patient's status at time of report was "alive-no injury." The patient's weight was unknown. It was noted that surgical intervention occurred. It was noted that the spinal segment of the catheter had migrated out of the intrathecal space. The anchor was still intact. The healthcare professional replaced the spinal segment only of the catheter and attached it to the existing pump segment and pump. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.